Event description:
It was reported that there oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.